Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the patient underwent cardiac transplantation on (B)(6) 2017 as a result of this event. The return of the products has been requested.

Manufacturer narrative:
Preliminary analysis results for other devices associated with this event: brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model 1420 / serial number (B)(4). Device available for evaluation: yes / returned 22jan2017. The reported event was confirmed via controller log file review. The returned controller passed visual and functional testing. Investigation is ongoing. Brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model 1420 / serial number (B)(4). Device available for evaluation: yes / returned 22jan2018. The reported event was confirmed via controller log file review. The returned controller passed visual and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #hvad pump (B)(4) and outflow graft 378794-8624 were not returned for evaluation; controllers con300899 and con300908 were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controllers in relation tothe reported event. Review of the manufacturing and inspection documentation confirmed that the associated pump and outflow graft met all requirements for release. Failure analysis of the returned controllers revealed that the devices passed functional testing and visual inspection. The reported "low flow" event was confirmed via review of the controller log files. Log file analysis of controller con300908 revealed 24 low flow alarms logged from november 23, 2017 through november 24, 2017. The flow limit was set to 2.0 lpm. Log file analysis of controller con300899 revealed 97 low flow alarms from december 4, 2017 through december 5, 2017. It was also stated by the site that a CT scan confirmed the presence of a thrombus within the outflow graft. This reported finding of the thrombus within the outflow graft also correlates with the reported low flow event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to an obstructed outflow graft due to the reported thrombus formation. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Model 1125 / lot number 378794-8624 device evaluated by MFR: yes method code: 3317, 3372 result code: 213 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices associated with this event: heartware ventricular assist system ¿ outflow graft, model 1125 / expiration date 28feb20121 / lot number 378794-8624 / UDI (B)(4), implanted date: (B)(6) 2016, mfg date 28feb2016, (B)(4), device not returned. Heartware ventricular assist system ¿ controller 2.0, model 1420 / expiration date 28feb2018 / serial number (B)(4), mfg date 28feb2017. Device displays error message; conclusion: device not returned. Heartware ventricular assist system ¿ controller 2.0, model 1420 / expiration date 28feb2018 / serial number (B)(4), mfg date 28feb2017; device displays error message; conclusion: device not returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient called emergency medical service personnel for ventricular assist device (vad) low flow alarms on (B)(6) 2017. The physician decided to exchange the controller; but the low flow alarms continued. A preliminary controller log file analysis appears to confirm this event. Once in the hospital, the patient¿s controller was again exchanged for a controller 1.0. The site indicated that the flows were higher than with the previous controller 2.0 and the low flow alarms stopped. The site reported that the patient was asymptomatic during the event and did not require medical intervention. The patient appears to have returned home after this event. The site then indicated that a repeated controller log file analysis done on 04dec2017 revealed decreased estimated flows and power consumption. The patient was re-admitted to hospital where a computerized tomography (CT) scan confirmed the presence of a 9cm thrombus in the vad¿s outflow graft. The site suggested that this may be related to the patient¿s earlier low flows the previous week. It appears that the patient¿s medical team turned the vad off and left them it in situ. No other treatments were reported.